Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in the proximal end of left anterior descending arterty. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not fully expand. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion was mildly tortuous and moderately calcified. The device was removed within the catheter.

Manufacturer narrative:
Updated b2: date of event.

Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in the proximal end of left anterior descending arterty. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not fully expand. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion was mildly tortuous and moderately calcified. The devie was removed within the catheter.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Functional testing was performed, the inflation device verified before and after use. The device loaded onto guidewire without issue and inflated without issues to 16atm. The device held pressure and deflated without issues within 21 seconds. The stent expanded without issue. No issues were noted with stent or balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in the proximal end of left anterior descending artery. A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not fully expand after several attempts . The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.